Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no: c91741) for female sterilisation. The patient had a medical history of ovarian cyst, genital bleeding, hypertension, heavy periods, neoplasm removal, menarche (menarche: age of onset of maternal menarche: 13), sexually transmitted disease, live birth and gravida I (normal spontaneous vaginal delivery (nsvd) sex: no complications 6lbz 9oz). Previously administered products included: oral contraceptive nos and mirena. Concurrent conditions were listed as uterine hypertrophy and menometrorrhagia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2503 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no essure stop date discrepant on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix, patchy chronic cervicitis endometrium, proliferative pattern with focal cystic glandular atrophy no features of chronic endometritis or hyperplasia myometrium, myometrial hypertrophy serosa, no pathologic alteration bilateral fallopian tubes, fimbriated and transected fallopian tubes x2 with vascular congestion and paratubal cysts (unilateral) metal foreign body/medical device negative for malignancy left ovarian cyst, resection: luteal cyst in benign ovarian parenchyma. Tissues : 1. Uterus, nos cervix 2. Left ovary cyst gross description : a separate segment of fimbriated fallopian tube is present compatible with partial left salpingectomy. Coiled metal wire is identified within the non-fimbriated, shorter fimbriated segment, compatible with an essure device. No foreign material is appreciated within the second fallopian tube. [Smear test] in 2019: normal; (date unknown): abnormal pap smeak prior to this one abnormal cells 10 yrs ago colpo negative. Batch no: c91741, production date: 2014-07-22, expiration date: 2017-07-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. C91741) for female sterilisation. The patient had a medical history of ovarian cyst, genital bleeding, hypertension, heavy periods, neoplasm removal, menarche (menarche: age of onset of maternal menarche: 13), sexually transmitted disease, live birth and gravida I (normal spontaneous vaginal delivery (nsvd) sex: no complications 6lbz 9oz). Previously administered products included: oral contraceptive nos and mirena. Concurrent conditions were listed as uterine hypertrophy and menometrorrhagia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2503 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no essure stop date discrepant (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix, patchy chronic cervicitis endometrium, proliferative pattern with focal cystic glandular atrophy no features of chronic endometritis or hyperplasia myometrium, myometrial hypertrophy serosa, no pathologic alteration bilateral fallopian tubes, fimbriated and transected fallopian tubes x2 with vascular congestion and paratubal cysts (unilateral) metal foreign body/medical device negative for malignancy left ovarian cyst, resection: luteal cyst in benign ovarian parenchyma tissues : 1. Uterus, nos cervix 2. Left ovary cyst gross description : a separate segment of fimbriated fallopian tube is present compatible with partial left salpingectomy. Coiled metal wire is identified within the non-fimbriated, shorter fimbriated segment, compatible with an essure device. No foreign material is appreciated within the second fallopian tube. [Smear test] in 2019: normal; (date unknown): abnormal pap smeak prior to this one abnormal cells 10 yrs ago colpo negative the most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Medical history & lab data updated. .lot number & expiration date added. Added. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2498 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2503 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no essure stop date discrepant (B)(6) 2021. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, essure stop date and onset of medical device removal updated to (B)(6) 2021, essure removal via hysterectomy with bilateral salpingectomy added in the non-drug treatment, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2498 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.